Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure the system displayed an error message and shut down. The surgeon restarted the system and the procedure was completed with no impact to the patient.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. Preventative maintenance (pm) was performed with the host module replaced. The system was then tested and met all specifications. The system was manufactured on march 13, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).